Event description:
Needle in abdomen which had broken off and had to be removed under local anesthetic [device breakage]. Case description: medical device info: class iia. This spontaneous case from united kingdom was reported by a pharmacist as "needle in abdomen which had broken off and had to be removed under local anesthetic" and concerns a 36 year-old male pt using novofine 8 mm 30g from unk start date and to unk stop date due to device therapy. Pt's height and medical history was not reported. On an unk start date the pt was admitted to the hospital with a needle in the abdomen which had broken off. The needle was removed under local anesthetic. The outcome was reported as "unk".